Event description:
Excluder bifurcated endoprosthesis devices were successfully placed. At the end of the original procedure, the abdominal aortic anaeurysm was successfully excluded. At the 6-month follow-up visit, shrinkage of the aneurysm sac was seen, associated with a distal type 1 endoleak. Approximately 1 month later, an excluder iliac extender was interventionally placed, which succesfully exluded the endoleak.